Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation and image was not provided. Therefore, the investigation is inconclusive for the reported issue. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. A stent size selection table is part of the instruction for use describing the relationship between reference vessel diameter and unconstrained stent inner diameter. In regards to pta the instruction for use state: 'predilation of chronic lesions with a balloon dilatation catheter is recommended. If performed, select a balloon catheter that matches the size of the reference vessel.', and 'post stent expansion with a balloon dilatation catheter is recommended.' The instruction for use closely describes holding and handling of the system throughout deployment. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year post stent placement, the stent allegedly migrated up the ivc to the renal veins. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 08/2021). Device not returned.

Event description:
It was reported that approximately one year post stent placement, the stent allegedly migrated up the ivc to the renal veins. There was no reported patient injury.